Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier - (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 23f030av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues related to the device used, as the device performed as intended. Although the pi assessed the event as unrelated to the study device, unrelated to the large bore catheter, but possibly related to the surgical procedure, the event occurred the day after the procedure. Additionally, it is unknown if there were any device deficiencies during the procedure. Currently, the relationship between the device and the adverse event of ¿sah [subarachnoid hemorrhage],¿ cannot be ruled out completely. Based on this information, this event will be conservatively reported to the us FDA reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study (B)(6)), a 93-year-old female (subject (B)(6)) with a medical history of coronary artery disease (cad), congestive heart failure (chf), history of ischemic stroke ((B)(6) 2018), hyperlipidemia, hypertension, myocardial infarction, and smoking (active), presented with a witnessed stroke on (B)(6) 2023 at 16:34. The patient was presented to the treating hospital on (B)(6) 2023 at 17:45, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 2 and modified rankin scale score (mrs) score was ¿0-no symptoms.¿on (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm (et307537/23f030av) for an occlusion at the m1 segment of the right middle cerebral artery. The pre-procedure tici score was 0. The 1st pass was done using the embotrap iii device and resulted in a mtici score of 2c with clot retrieval in the aspirate. During the procedure, a guidewire was used, but the brand was not specified. A 0.021 trevo microcatheter, a 0.072 red72 intermediate catheter, and a 0.091 axs infinity plus long sheath were also used. It is unknown if there were any device deficiencies during the procedure. The patient¿s 24-hour post-procedure nihss score was 0.on (B)(6) 2023, the patient experienced the event of a ¿sah [subarachnoid hemorrhage],¿ which was made known to the site and sponsor on 20-nov-2023. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as unrelated to the embotrap iii study device, unrelated to the large bore catheter, but possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿not recovered/not resolved¿ with no end date listed.on (B)(6) 2023, the patient was discharged to a rehabilitation center with a nihss score of 0 and a mrs score of ¿0-no symptoms.¿ no further information was made available at the time of this review.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h10. Section b5: additional information from the excellent clinical team was received on 29-nov-2023. Summary: per the additional information, the event of a subarachnoid hemorrhage did not result in prolonged hospitalization. No further additional information was disclosed. No changes to the file were required. Additional information from the excellent clinical team was received on 11-dec-2023. Summary: regarding the reported adverse event of sah [subarachnoid hemorrhage],¿ there was no vessel trauma associated with the event; ¿as no active contrast extravasate was seen in the control runs and no bleeding post interventional, we do not think it was due to a vessel trauma but rather the natural cause of the stroke due to breakdown of cells and blood brain barrier.¿ regarding the physician's opinion on any factors that may have contributed to the event, it was commented ¿it is very common that small sah occur after mechanical thrombectomy, depending on the [medical] publications -up to 30%. Only one pass was made, and this pass was successful and uneventful. Sah is most likely due to natural cause as detailed above. Again, it had no clinical sequel as the patient was discharged with an nihss of 0.¿ per the additional information from the excellent clinical team received on 11-dec-2023, the reported adverse event of a ¿sah [subarachnoid hemorrhage]¿ was confirmed to be the natural underlying progression of the index stroke, occurring due to the breakdown of cells and blood brain barrier after the event. Since the event resulted from the index stroke, the study device nor the study procedure would have contributed to the event. Therefore, this event is no longer reportable to the us FDA. The file will be re-reviewed if additional information is received at a later date.